Manufacturer narrative:
B5- per updated information the reporter stated "the patient was implanted with a horizontal lens of 12.1mm with a high arch height. Since smaller lenses were not available, the doctor decided to implant a vertical lens of 12.1mm to obtain the ideal arch height." H3- device evaluation: lens was returned in liquid, in microcentrifuge vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Weight - race: unk. This product is not marketed in the us (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1,-13.5/1.5/089, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a same length lens due to excessive vault and the problem resolved. Cause of event was unknown.